Manufacturer narrative:
Additional information was added: h4: the lot was manufactured between june 17, 2021 - june 18, 2021. H10: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered at the hospital prior to patient use. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.